Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's implantable neurostimulator exhibited measurements >4000 ohms. The pt's lead was replaced. The pt's status was considered "normal" following the lead replacement.